Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with a detachment on the hypo-tube. Kinks were evident on the hypo-tube pr oximal/distal to the detachment site. The hypo-tube material was oval and jagged on both sides of the detachment site. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Additional information: initial reporter name and phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute integrity coronary drug eluting stent broke during the procedure. No patient complications have been reported as a result of this event.